Event description:
It was reported that during a nephrectomy procedure, the clips did not close properly. A new other device was thus used to carry out the case. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.